Event description:
A customer reported a past occurrence of a high blood glucose event with levels exceeding 600 mg/dl, leading to a visit to the emergency room (ER). Cause was not known. No permanent damage was identified, and the situation did not result in injury. The issue was resolved after hospital staff provided a shot of insulin. The customer declined any further supplies or system checks, and no additional assistance was needed. Customer was released from the ER 3-4 hours later on (B)(6) 2025.